Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient reported feeling an electrode shock when she was leaning over the freezer. The patient described the irritation as a vice pain. The patient made the doctor aware who reported the electric shock caused something close to a muscle tear near the rib area. The medical outcome is unknown. Reporting out of abundance of caution.